Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was unable to verify the reported issue. Physio-control downloaded and reviewed the electronic patient record. Upon review, it was observed that the device powered off thrice after the code summary button was pressed. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The third-party service agent contacted physio-control to report that their device had unexpectedly powered off during patient use. The customer advised that there was no further details about the patient and the event were available. The were no reports of adverse effect to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and was unable to verify the reported issue. Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. After replacing the battery pins, power pcb assembly and battery cable assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The likely cause of the reported issue was determined to be due to fretting corrosion on the pcb mounted jack connector, j11, and cable mounted plug connector, p11.

Event description:
The third-party service agent contacted physio-control to report that their device had unexpectedly powered off during patient use. The customer advised that there was no further details about the patient were available. The were no reports of adverse effect to the patient as a result of the reported issue.